Event description:
Customer reported the zipper does not function properly. The customer did not provide a date when this was discovered. No pt involvement or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. The eval revealed that the pt access panel side a slider body is open. Also, there is a two foot crack in the mattress envelope. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider be bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).